Manufacturer narrative:
Electrical testing found an internal short between the conductors for the distal portion. Visual inspection found insulation abrasions at 5.8 -6.9 cm and at 8.0 -8.7 cm from the distal tip. The cause of the reported events was isolated to the inner insulation abrasion exposing the inner coil.

Event description:
It was reported the patient presented in the clinic. Upon interrogation it was observed the patient's right ventricular lead had a low pacing impedance, was under-sensing, was sensing noise and had no capture. The lead was explanted and replaced. The patient was in stable condition.